Event description:
It was reported that the right atrial (ra) lead oversensed the respiratory rate trend (rrt) signal and exhibited intermittent high out-of-range pacing impedances, measuring greater than 3000 ohms. Isometrics were performed and noise was reproduced when the patient pushed their hands together. Technical services (ts) discussed this could be due to a spring contact issue or a lead issue. The rrt sensor was programmed off. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).